Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the health care professional revealed the patient had not been pacemaker dependent. The last device check had been (B) (6) 2010 and everything was fine. The patient was reported to have been in hospice.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. Follow up revealed the patient had not been pacemaker dependent. The last device check had been (B)(6) 2010 and everything was fine. The patient was reported to have been in hospice. Additional information from the physician reported the cause of death was chf (congestive heart failure) and aortic stenosis and was not related to a malfunction of the generator or lead system.